Event description:
Customer reported that the insulin pump had a delivery anomaly. Customer stated that the insulin pump did not deliver the insulin units that she had programmed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.